Event description:
A pt was admitted for angiographic coronary artery eval. Angiography revealed an 85%, calcified stenosis in the left anterior descending artery (lad). A 3.0 x 23mm cypher select stent was advanced to the target site; however, the stent would not cross the calcified lesion. The physician removed the device and noted that the tip of the delivery system was frayed. The procedure was successfully completed with another device. Upon receipt of the device for analysis, visual inspection revealed that the distal struts of the stent were also uplifted. Full analysis of the device is pending.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.